Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that out of range issues occurred between the transmitter and pump. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.